Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 24 days and 153 charging cycles were recorded to the device memory. The inspection of the memory content revealed that the eos status was activated on (B)(6) 2019, after the device performed more than 100 charging cycles, most of which resulted in shock deliveries. The analysis of the available iegms showed that this large amount of charging cycles was appropriate and resulted from the detection of intrinsic heart signals. In a next step, the device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction. In conclusion, the device proved to be fully functional during analysis. The eos status of the device resulted from successive charging of defibrillation shocks. There was no indication of a material or manufacturing problem.

Event description:
Device reached eos after delivering 153 cardioversion therapies by the detection of appropriate vt/vf. The device was successfully replaced. Patient is deceased, date of death is unknown. Death was not device related.